Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
Clinical report states that patient was revised to address pain, infection, and cup loosening 133 days after primary tha.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that patient was revised to address pain, infection, and cup loosening 133 days after primary tha. Doi: unknown dor: unknown (hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.